Event description:
Per report, "caller stated they have had their nebulizer for a year or two. They advised the nebulizer is not releasing any pressure / smoke will not come out when they breathe in. This has occurred within the last 3-4 days. Caller stated they attempted to change the tubes but did not resolve the issue.".

Manufacturer narrative:
Per report, "caller stated they have had their nebulizer for a year or two. They advised the nebulizer is not releasing any pressure / smoke will not come out when they breathe in. This has occurred within the last 3-4 days. Caller stated they attempted to change the tubes but did not resolve the issue." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.